Manufacturer narrative:
The extracted portion of the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a fracture and was partially explanted during a procedure performed to replace the implanted cardiac resynchronization therapy defibrillator (crt-d). A remaining portion of the lv lead was surgically abandoned. A new lead was implanted. There were no additional adverse effects reported.